Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mg/ml at an unknown dose) via an implantable infusion pump. The indication for use was intractable spasticity. It was reported that the patient had a pump replacement on (B)(6) 2018 due to the previous pumps normal battery depletion and experienced problems. The patient had been in the emergency room (ER) 4 times since the implant. The first visit to the ER the patient was kept for 3 nights, the second time they stayed for 2 nights, and they were currently in the ER at the time of this report on their first night. The pump and catheter were noted as being infected and were explanted on (B)(6) 2018. The pump and catheter were disposed of by the customer and would not be available for analysis. There weren't any environmental/external/patient factors that may have led or contributed to the issue. The patient was noted as alive with no injury. The issue was not resolved at the time of this report; the hcp plans to re-implant in the future after the infection is clear. No further complications have been reported as a result of this event.